Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) due to error c-00. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was returned for failure analysis, and the reported problem was confirmed using system logs, which recorded error c-82, 3-71, and c-71. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the iesu displayed error 1-71 followed by c-71 upon startup. The complaint was confirmed based on failure analysis. The root cause of the failure could not be determined.

Event description:
It was reported that the customer informed an intuitive surgical, inc. (Isi) field service engineer (fse) that the system was displaying error c-00 on the integrated electrosurgical unit (iesu) generator. No known impact or patient consequence was reported.